Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved in this complaint and completed investigation. Per the customer reported complaint, failure analysis found the entire hook and ceramic sleeve were broken off the instrument. Failure analysis suggests the damage was likely due to misuse/ mishandling of the instrument. Based on the additional failure analysis investigation information, this MDR report is being retracted since the failure mode was due to misuse/mishandling of the instrument.

Manufacturer narrative:
(B)(4). The permanent cautery hook instrument has not been returned to intuitive surgical, inc.; therefore the root cause of the customer reported failure mode cannot be determined. A follow up MDR will be submitted if the instrument is returned(post failure analysis investigation) or if additional information is received.

Event description:
It was reported that during a da vinci assisted sacrocolpopexy vaginopexy procedure the permanent cautery hook instrument broke and the hook fell into the patient. The hook was found and removed during the same procedure and with no harm to the patient.